Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Incomplete. Depuy mitek is making attempts to retrieve lot number and DHR review.

Event description:
The sales rep reported via email the doctor was using our expressew 3 in the shoulder and noticed the needle was not sliding correctly. He was having a hard time advancing the needle and it was then pulled out of the shoulder. He then tried to dry fire the needle on the back table and the needle broke. Used a spare expressew iii to complete the procedure.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: p/n: 214141, lot: unknown. The complaint device is not being returned and therefore not available for a physical evaluation. The needle is intended to be fired in fluid and not dry fired which would result in breaking. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4)-unavailable. The lot number is not available.

Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. The needle is intended to be fired in fluid and not dry fired which would result in breaking. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.